Manufacturer narrative:
Model- 72404310 pump ms; lot sn- (B)(4); mfg date- 02/27/2017; exp date- 02/27/2022.

Event description:
It was reported that the patient experienced fluid loss due to a tear in the ams 700 inflatable penile prosthesis right cylinder. The old reservoir was not removed and a cylinder, pump and reservoir were implanted to complete the surgery. Patient outcome was not reported. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the patient outcome was reported to be well. The tear of the right cylinder cause the fluid loss of saline.

Manufacturer narrative:
Model: 72404310 pump ms, lot sn: (B)(4), mfg date: 02/27/2017, exp date: 02/27/2022. Investigation results: cylinder: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. The cylinder was visually inspected and functionally tested. A leak was identified resulting from undetermined wear and avulsion; broken fabric threads were also noted. An overall investigation conclusion code of cause traced to component failure was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. No escalation to ncep, CAPA, or scar is required. Pump: the complaint component was returned and analyzed, and the reported allegation of fluid loss was not confirmed via product analysis. The pump was visually inspected and no leak was identified. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient experienced fluid loss due to a tear in the ams 700 inflatable penile prosthesis right cylinder. The old reservoir was not removed and a cylinder, pump and reservoir were implanted to complete the surgery. Patient outcome was not reported. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the patient outcome was reported to be well. The tear of the right cylinder cause the fluid loss of saline.